Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the implant was no longer working and end of life was suspected, but not confirmed at the time of the call. It was stated that the patient was burnt and further noted that the patient was shocked and bruised when the device was turned on. The representative was going to check the implant prior to the patient having an MRI. The indication for use was interstim other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were not sure what the cause of the shocking and burning was. It was unknown what actions were taken or if the issue was resolved.